Event description:
On 6/6/2023, an FDA medwatch notification was received via email. An unknown facility representative reported that a scorpion multire needle broke off while performing an arthroscopic rotator cuff repair. Intra-operative fluro was required. The needle was located in the cannula and removed by the surgeon. This procedure took place on (B)(6) 2023. No further information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.